Event description:
It was reported during a follow up appointment, that this pacemaker device was not able to be interrogated, and exhibited no magnet response. The physician reported that this patient has not been in the office for a follow up in over 5 years. Attempts to perform a quick start, and device software updates were not successful. The physician reported a device replacement is recommended in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. Product analysis complete.

Manufacturer narrative:
This report is being submitted to update b5 (describe event or problem), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a follow up appointment, that this pacemaker device was not able to be interrogated, and exhibited no magnet response. The physician reported that this patient has not been in the office for a follow up in over 5 years. Attempts to perform a quick start, and device software updates were not successful. The physician reported a device replacement is recommended in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported during a follow up appointment, that this pacemaker device was not able to be interrogated, and exhibited no magnet response. The physician reported that this patient has not been in the office for a follow up in over 5 years. Attempts to perform a quick start, and device software updates were not successful. The physician reported a device replacement is recommended in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be return for product analysis.